Event description:
The defibrillator charged and delivered energy to the pt 7 times successively. Reportedly, during the next defibrillator charge a charge ready condition could not be reached, the pt was not resuscitated. The reporter stated the pt outcome was not affected by the discrepancy, due to use of the backup defibrillator.